Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed flickering and strange characters on the roller pump display. Damage was noted to the display but was a result of the field service representative (fsr) removing it from the enclosure. Issue was isolated to the graphics driver board. When the board was installed on a lab-use display, the flickering effects were observed. There was no damage noted to the board. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Investigator followed up with customer on (B)(4) 2015 to see if they had any further display issues. Customer stated that they have had further issues with the roller pump display. Technical service notified the field service representative (fsr) that the customer was still having issues with the display. The fsr still could not duplicate the issue as the display was working upon arrival. The fsr replaced the display. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
(B)(4). The field service representative (fsr) rebooted the roller pump by disconnecting the cable and the display was normal after that during surgery and during preventive maintenance (pm) of the device. The fsr downloaded logs and sent to the manufacturer for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) the roller pump display was flickering. This occurred before bypass, but surgery was already started. The pump display showed strange characters (not readable) but the perfusion screen was normal and pump could be controlled by central control monitor (ccm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.